Event description:
A male with known bicuspid aortic valve and aortic insufficiency - patient had aortic root replacement with medtronic freestyle aortic root heart valve in 2008. Patient readmitted through the emergency department in 2009 for left side chest pain. Subsequent examination revealed endocarditis of the aortic prosthetic valve without signs of involvement beyond the aortic root prosthesis (transesophageal echocardiogram revealed severe diffuse vegetations over all leaflets of the stentless valve). Patient has redo of sternotomy and redo of aortic root replacement with a lifenet homograft in the next day.